Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# unknown implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: unknown, ubd: , UDI#: h3: analysis for the desktop charger found the adapter cable had a broken power supply connector. Inside cables exposed, cut/broken, and fraying. H6 codes belong to the desktop charger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported they were unable to recharge their implantable neurostimulator (ins) because the desktop charger cord was ripped. The issue remained unresolved at the time of report. A replacement recharger was to be sent to the patient to address the issue. There were no surgical interventions planned or performed and the patient was alive with no injury at the time of report. No complications were reported or anticipated.